Manufacturer narrative:
(B)(4).

Event description:
It was reported that an applicator deployment issue occurred. The wearable was inserted into the arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. However, it was also reported that a broken sensor wire occurred. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. However, it was also reported that a broken sensor wire occurred. The probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction.